Event description:
During a rotator cuff repair procedure, the tip of the crochet hook broke off. The surgeon was using the device to grab suture to hold the rotator cuff when the tip broke off. The broken portion of the device floated away into the pt. A delay of 45-minutes took place looking for the broken piece. Pt incurred a swollen shoulder due to this event. The procedure was completed without further incident.